Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen bezel separated, exposing internal components of the device, consistent with a device bonding failure affecting the display. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included user communication and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.